Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and a product complaint, concerned a female patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) from a cartridge, administered subcutaneously, for the treatment of diabetes mellitus, via a reusable pen humapen ergo ii, beginning since an unknown date in 2016 (improper use and storage). On an unknown date, after starting human insulin isophane suspension 70%/human insulin 30%, she was hospitalized due to high blood glucose, headache and toothache. On an unknown date in mid-(B)(6) 2023, the injection button of injection pen was difficult to press down, was not smooth, stuck and was not good to use. (Lot. No. Unknown, pc. No. (B)(4)). No further related information could be obtained because the family member was in a hurry to hang up. Further information regarding corrective treatment and hospitalization details were unknown. Outcome of events were unknown. Status of human insulin isophane suspension 70%/human insulin 30% therapy was ongoing. The operator of humapen ergo ii was unknown and his/her training status was not provided. The general and suspect humapen ergo ii model duration of use was seven years as it was started on an unknown date in 2016. The action taken with suspect humapen was unknown and its return status was not provided. The reporting consumer did not provide relatedness of events with human insulin isophane suspension 70%/human insulin 30% therapy or humapen ergo ii. Edit 08-sep-2023: upon review of information, updated improper use and storage for humapen ergo ii from no to yes. Within EU ca field, selected other sae dial, n/a in software version and device purchase address. Updated narrative accordingly. Edit 08sep2023: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement dated (B)(6) 2023 in the b.5. Field. No further follow-up is planned. Evaluation summary a consumer, a family member of a female patient, reported the injection button of the patient's humapen ergo ii was difficult to press down, was not smooth and was stuck. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The consumer reported the patient had used the device since 2016. The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this is relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and a product complaint, concerned a female patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) from a cartridge, administered subcutaneously, for the treatment of diabetes mellitus, via a reusable pen humapen ergo ii, beginning since an unknown date in 2016 (improper use and storage). On an unknown date, after starting human insulin isophane suspension 70%/human insulin 30%, she was hospitalized due to high blood glucose, headache and toothache. On an unknown date in (B)(6) 2023, the injection button of injection pen was difficult to press down, was not smooth, stuck and was not good to use. (Lot. No. Unknown, pc. No. (B)(4)). No further related information could be obtained because the family member was in a hurry to hang up. Further information regarding corrective treatment and hospitalization details were unknown. Outcome of events were unknown. Status of human insulin isophane suspension 70%/human insulin 30% therapy was ongoing. The operator of humapen ergo ii was unknown and his/her training status was not provided. The general and suspect humapen ergo ii model duration of use was seven years as it was started on an unknown date in 2016. The action taken with suspect humapen was unknown. Humapen ergo ii did not return to manufacturer. The reporting consumer did not provide relatedness of events with human insulin isophane suspension 70%/human insulin 30% therapy or humapen ergo ii. Edit (B)(6) 2023: upon review of information, updated improper use and storage for humapen ergo ii from no to yes. Within EU ca field, selected other sae dial, n/a in software version and device purchase address. Updated narrative accordingly. Edit (B)(6) 2023: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update (B)(6) 2023: additional information received on (B)(6) 2023 from the global product complaint database. Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields for the suspect device associated with pc (B)(4). Corresponding fields and narrative updated accordingly.